Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (1000mcg/ml at 319.7mcg/day) via an implantable infusion pump. At pump refill on (B)(6) 2015, the hcp was able to aspirate the pump. They were expecting 3.3ml and got back 5ml. The hcp was able to fill the first 20cc of prefilled gablofen syringe but when using the 2nd prefilled gablofen syringe, they were only able to inject 15ml of the 20ml. The hcp periodically aspirated from the pump during injection to confirm he was in the pump. The hcp updated the pump to show 40ml, even though they do not know if there was 40ml in the pump. They planned to bring the patient back early for the refill to check volumes. The hcp also mentioned that he may bring the patient back on monday to check as well. The hcp indicated that there was no serosanguinous mixtures. No symptoms were reported. Additional information received from the hcp reported that they attempted to reposition needle and "re-confirm" location ("on target and able to withdraw baclofen freely.") The cause of the volume discrepancy was unknown. The hcp reported "probably secondary to incorrect residual volume reading." The hcp suspected larger residual "then even amount left on withdrawal." It was noted that the volume discrepancy had not been resolved, the patient had a "large 40cc pump, probably misshapen rubber plug that provided 100% (2 illegible words) of residual. (Information after 100% was illegible on the letter from the physician, follow up is being conducted to get this information. ) it was noted that the patient had no issues after one week post refill. Earlier follow up was scheduled. Patient was aware of the discrepancy. Relevant medical history includes intractable spasticity and spinal cord injury/spinal cord disease. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).